Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-19723. It was reported that the patient presented in clinic for novel implant procedure. During the post-operative check, it was found that the patient's right ventricular (rv) lead was not capturing and exhibited r-wave amplitude variation. It was also found that the patient's right atrial (ra) lead exhibited high capture threshold. The ra and rv leads were both successfully repositioned on (B)(6) 2021. The patient was stable.